Event description:
It was reported that the patient presented with symptoms of dizziness and light headedness. An interrogation indicated that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). In addition, alerts were triggered for undefined high pacing impedance and for noise oversensing episodes. It was noted that pacing inhibition occurred during isometrics and lifting of the left arm. Initially, parameters on the lead were reprogrammed and subsequently the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4046 lead, implanted: (B)(6) 2014; dtma1d4 crt-d, implanted: (B)(6) 2021 if information is provided in the future, a supplemental report will be issued.